Event description:
This report is based on information provided by field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the frx defibrillator indicating that the device exhibited symptoms of a critical device failure and the customer was advised to remove the device from service. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. Based on the information available, the cause of the reported problem device failure due to failing self-test and AED is emitting the triple chirp. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms, so the customer was not provided a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.